Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin. Additionally, it was reported that the pump was not properly delivering insulin during bolus delivery. Customer's blood glucose level was 215 mg/dl. Reportedly, the customer loaded a new cartridge and was successfully able to resume insulin delivery.